Event description:
This non-ambulatory resident had a history of frequently climbing and falling out of bed. The attending physician had ordered that the resident be on a floor/platform bed which is a low bed on which a regular mattress was placed. Beside the bed, another mattress was placed on the floor to break fall when resident would roll out of bed. In addition, nursing staff placed a spenco mattress as an overlay on top of the mattress on the floor. On 05-08-98 the resident was found unresponsive on the floor mattress face down in the spenco mattress. CPR was initiated and 911 was called and he was transported to hosp. He died at hosp on 5-23-98. The soft, cushiony spenco mattress may have contributed to the adverse outcome for the resident (ie suffocation).